Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 4.3; lab: 3.5. Date: (B)(6) 2011; inratio: 4.2; lab: 3.3; doctor's coagucheck: 3.5. Therapeutic range: 2.5-3.5.

Manufacturer narrative:
Investigation pending.